Event description:
It was reported to philips that power supply leakage relay failed during system startup on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service identified that hospital electricians restored the relay, and further follow-up service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).